Event description:
A pharmacist reported that the knife did not cut during a cataract with intraocular lens implant procedure. A stand alone knife was used to complete the case. Ther was no impact to the pt.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned and no evident nonconformity could be found in the lot record review, the root cause for the defect "knife did not cut" experienced by the customer cannot be determined. Some potential caused are improper handling, or contact with another instrument. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. (B)(4).